Event description:
On (B)(6) 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the case notes, the sensor was inserted in an off-label location (leg), and a courtesy sensor replacement was authorized due to customer experience. The sensor was returned and tested in-house, and the testing results did not reveal any malfunction. The in-vivo data displayed some temporary mismatches which were followed by good agreement between the sensor readings and fingerstick measurements, at the time of the reported event. The root cause for the temporary mismatches could not be determined, but it potentially may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.